Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) and block h6 (device codes) have been updated based on the additional information received on august 30, 2023. Block h6: imdrf device code a15 captures the reportable event of the clip would not release from the catheter. Block h11: correction: block b5 (describe event or problem).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the clip was repositioned by opening, and closing multiple times. When attempted to deploy, the clip would not release from the catheter. When the scope was pulled, the clip detached and had fallen off the mucosa. Additionally, it was noticed that the control wire broke, and no resistance was felt. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. Additional information received on august 30, 2023: it was reported that the clip fell off the mucosa in a semi-open state.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip would not release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the clip was repositioned by opening, and closing multiple times. When attempted to deploy, it would not release from the catheter. When the scope was pulled, the clip detached and had fallen off the mucosa. Additionally, it was noticed that the control wire broke, and no resistance was felt. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.